Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 5:45 pm for a high blood glucose level of 460 mg/dl and experiencing diabetic ketoacidosis. The customer was assisted with trouble shooting the insulin pump and found low reservoir and a no delivery alarm. The customer was advised to change the reservoir and infusion set. The customer followed the instructions and the insulin pump worked as designed. No further information was provided.